Event description:
Catheter was placed 12/16/97. On 12/28/97, the catheter broke inside the hub. It was removed and replaced without complication.

Manufacturer narrative:
Product implicated is 3 french catheter. Returned for eval is catheter, which is in two pieces. Proximal section (hub) measures 5.6cm and distal section (tubing only) measures 23cm. Lot history review indicated no unresolved mfg or component issues and two product complaints of similar nature. One was recorded as user related and one was inconclusive - no product returned. Catheter separated inside hub. Under 50x magnification, texture at break point appears granular and dull with some spots of jaggedness, tactile inspection indicates tubing is severely elongated and appears necked down proximal to break site. These signs indicate typical tensile break. Complaint is confirmed, as catheter did break. This complaint should be recorded as user-related since catheter was pulled apart.